Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position via right transfemoral approach, the first 16fr esheath+ must have kinked within the external iliac artery, which caused the 29mm sapien 3 valve to get stuck. Force was applied at a moderate level, which may have led to a valve strut being bent. The valve and delivery system punctured through the side of the esheath+ which caused the vessel to be ripped/ dissected. A dissection and bleeding occurred, which required a blood transfusion and surgical cutdown. The surgeon performed a cutdown to access and remove the wasted valve as there was difficulty removing the devices as they were stuck within the external iliac artery. Following the cutdown, the team exchanged the esheath+ out for a gore dry seal sheath, a new commander delivery system and a new 29mm sapien 3 which were used and implanted successfully. Following valve deployment, a cutdown was performed to repair the vessel dissection with a combination of covered stents. The patient was in stable condition. Per the pre-decontamination findings on the returned esheath+, a liner strand was also found. Additional information received from the fcs note that the patient expired. The patient expired 8 days post successful implant, after getting denied dialysis because of their tracheostomy and being intubated. Further medical records and information to clarify the patient's cause of death were requested but not yet provided. At the time of this report, the information available does not suggest there was a malfunction of the edwards device or that the use or misuse of the device caused or contributed to the patient's death.

Manufacturer narrative:
A supplemental MDR is being submitted due information received that the patient expired. The following sections have been added: b4, b5, g3, g6, h2, h11. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b2, b4, b5, b7, g3, g6, h1, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and dimensional testing were performed. Due to the returned condition (liner puncture), no applicable functional testing was performed. The complaints were confirmed through visual examination. Visual examination was performed and the following were observed: sheath liner expanded and distal tip opened as designed. Ds flex shaft exposed through liner puncture. Intima present wrapped around ds flex tip and sheath shaft at 3' from distal tip. Liner tear #1 starts 0.5' from distal strain relief to 0.75' from distal tip. Liner tear #2 starts at 2.4' from distal tip to 1.4' from distal tip. Partial liner delamination present along liner edge. Liner strand present 3.75' from distal tip, 4.5' in length. Two (2) sheath shaft kinks located at 3.6' and 7.6' from distal tip. The 3mensio imagery revealed tortuosity and calcification in the patient's right access vessel. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3/ s3u/ s3ur IFU's were reviewed. Potential adverse events include, 'complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and/or death'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for liner punctured, sheath liner strand, sheath kinked, bent, and inability to remove sheath were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, kinks were noted on the sheath shaft, which may be indicative of tortuosity. Per imagery evaluation, tortuosity and calcification were present in the patient's access vessel. Per the training manual, 'insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. As such, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the complaint event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors, such as tortuosity and calcification. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner puncture and liner strand due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force, valve caught on liner) may have contributed to the complaint event. As the associated ds exited the sheath profile through the liner puncture, it is likely that the ds and valve system came in contact with patient anatomy/the torn sheath liner. This interaction may cause difficulties during system removal. Additionally, non-coaxial alignment between the devices likely occurred due to the liner puncture. As such, available information suggests procedural factors (liner puncture) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position via right transfemoral approach, the first 16fr esheath+ must have kinked within the external iliac artery, which caused the 29mm sapien 3 valve to get stuck. Force was applied at a moderate level, which may have led to a valve strut being bent. The valve and delivery system punctured through the side of the esheath+ which caused the vessel to be ripped/ dissected. A dissection and bleeding occurred, which required a blood transfusion and surgical cutdown. The surgeon performed a cutdown to access and remove the wasted valve as there was difficulty removing the devices as they were stuck within the external iliac artery. Following the cutdown, the team exchanged the esheath+ out for a gore dry seal sheath, a new commander delivery system and a new 29mm sapien 3 which were used and implanted successfully. Following valve deployment, a cutdown was performed to repair the vessel dissection with a combination of covered stents. The patient was in stable condition. Per the pre-decontamination findings on the returned esheath+, a liner strand was also found. Additional information received from the fcs note that the patient expired. The patient expired 8 days post successful implant, after getting denied dialysis because of their tracheostomy and being intubated. According to the medical records received, the patient presented to the hospital for a planned transcatheter aortic valve replacement (tavr) which was complicated by an iliac artery perforation requiring stent grafting from the external iliac to the right superficial femoral artery (sfa). Significant blood loss occurred requiring 8 units of packed red blood cells. The patient then developed renal acute failure due to contrast-induced nephropathy and acute tubular necrosis in the setting of hemorrhagic shock and was placed on continuous dialysis. The patient was placed on a ventilator during the procedure and was unable to be weaned off. The patient was also on multiple vasopressors which were slowly weaned as the patient's condition started to improve. However, on the day the patient expired, they became less responsive, were not following commands, and had fixed pupils. They were hypotensive requiring more pressor support and were tachycardic with atrial fibrillation. The plan was to get a computed tomography angiography (cta) of the head but the patient was too unstable. With the significant change in mental status, worsening liver failure, and increase in pressor support, the family decided to withdraw support and the patient passed away peacefully.

Manufacturer narrative:
A supplemental MDR is being submitted due to a preliminary predecontamination finding. The following sections have been added: b4, b5, g3, g6, h2, h3, h6, h10, h11. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position via right transfemoral approach, the first 16fr esheath+ must have kinked within the external iliac artery, which caused the 29mm sapien 3 valve to get stuck. Force was applied at a moderate level, which may have led to a valve strut being bent. The valve and delivery system punctured through the side of the esheath+ which caused the vessel to be ripped/ dissected. A dissection and bleeding occurred, which required a blood transfusion and surgical cutdown. The surgeon performed a cutdown to access and remove the wasted valve as there was difficulty removing the devices as they were stuck within the external iliac artery. Following the cutdown, the team exchanged the esheath+ out for a gore dry seal sheath, a new commander delivery system and a new 29mm sapien 3 which were used and implanted successfully. Following valve deployment, a cutdown was performed to repair the vessel dissection with a combination of covered stents. The patient was in stable condition. Per the pre-decontamination findings on the returned esheath+, a liner strand was also found.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position via right transfemoral approach, the first 16fr esheath+ must have kinked within the external iliac artery, which caused the 29mm sapien 3 valve to get stuck. Force was applied at a moderate level, which may have led to a valve strut being bent. The valve and delivery system punctured through the side of the esheath+ which caused the vessel to be ripped/ dissected. A dissection and bleeding occurred, which required a blood transfusion and surgical cutdown. The surgeon performed a cutdown to access and remove the wasted valve as there was difficulty removing the devices as they were stuck within the external iliac artery. Following the cutdown, the team exchanged the esheath+ out for a gore dry seal sheath, a new commander delivery system and a new 29mm sapien 3 which were used and implanted successfully. Following valve deployment, a cutdown was performed to repair the vessel dissection with a combination of covered stents. The patient was in stable condition.